Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, stent damage was noted. While performing a pci, the physician ablated the calcified moderately tortuous target lesion located in left circumflex (lcx) artery with a 1.75mm rotalink system, but was unable to advance the 2.5x24mm taxus liberte stent across the lesion. Upon removal of the 2.5x24mm taxus liberte, it was noted that the distal portion of the stent was damaged. No withdrawal resistance was met and the procedure was completed with another unspecified device. No pt injuries or complications occurred.